Event description:
It was reported that during a low anterior resection procedure, the device did not staple. Consequently, a colostomy was performed. There was no other pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.